Manufacturer narrative:
Product analysis: the epg passed functional test at reception. The ring was damaged. Replaced the ring. The epg case was opened, cleaned and inspected. The pacing output, sensing sensitivity, rate and internal circuit were calibrated. No anomalies found with functional test and performance test by test console. Service label was attached. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) and temporary pacing cable experienced pacing failure intermittently during use. The epg and cable were replaced and inspection was requested. The epg and cable were returned for servicing. No patient complications have been reported as a result of this event.